Event description:
Reported events of "cutaneous alcl case 2" breast presentation "mass effect. Fluid around implant." As stated in journal article: "anaplastic large cell lymphoma involving the breast" arch pathology lab medical journal- volume 133, september 2009. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor or reporting.

Manufacturer narrative:
This event was initially submitted via (B)(4) with the term codes seroma and cancer non breast. The term code cancer non breast has been retired for the use in lymphoma cases. As a result of this increased specificity, our safety date base term code "cancer non breast" has been changed to "lymphoma." Device labeling address the event of seroma as: for primary augmentation patients, seroma rate = 1.6%. Primary reconstruction patients = 1.0%. (Other complications). Swelling = 7.1%. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.